Event description:
Philips received a complaint on the v60 ventilator indicating that there was a proximal pressure sensor auto-zero failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The authorized service provider (asp) inspected the device on 16jan2025 during periodic maintenance and the proximal pressure sensor auto-zero failed alarm occurred. The asp confirmed the diagnostic code for the alarm was found in the device's diagnostic report (drpt). The asp replaced the third and fourth solenoids to resolve the issue. Following the part replacement, the asp completed a comprehensive inspection, cleaning, running test, and function test. No other abnormalities were found. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6).